Manufacturer narrative:
A33 alarm during basic occlusion test due to faulty fsr(gold). Unable to perform occlusion test, prime/ test and excessive no delivery test due to alarm. Pump passed displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.